Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The product information has been updated to provide corrected information based on the returned product.

Manufacturer narrative:
Additional information can be found in the following sections: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR and adverse event problem. Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No missing material was found. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: it was reported that during a da vinci-assisted umbilical hernia repair procedure, when the surgeon was "pulling" the small bowel down with the fenestrated bipolar forceps instrument, it was alleged that the patient experienced a bowel injury. As a result, the surgeon had to sew the small bowel to repair it. There were some fragments that allegedly fell inside the patient, and it is unknown if all the fragments were retrieved. The root cause of the reported event is unknown at this time.

Manufacturer narrative:
The fenestrated bipolar forceps has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted umbilical hernia repair procedure, when the surgeon was "pulling" the small bowel down with the fenestrated bipolar forceps instrument, it was alleged that the patient experienced a bowel injury. As a result, the surgeon had to sew the small bowel to repair it. There were some fragments that allegedly fell inside the patient, and it is unknown if all the fragments were retrieved. The root cause of the reported event is unknown at this time.

Event description:
It was initially reported that during a da vinci-assisted umbilical hernia repair procedure, it was alleged that when the surgeon was pulling the bowel down with the fenestrated bipolar forceps instrument, the instrument got caught on the bowel. The surgeon then noticed a hole in the patient¿s bowel. It was also reported that there were fragments of metal shards on the bowel. On 02- october - 2019, intuitive surgical, inc. (Isi) obtained the following additional information from the site¿s robotics coordinator regarding the reported event: the robotics coordinator stated that the surgeon was trying to pull the small bowel with a fenestrated bipolar forceps instrument. The surgeon then released the jaws of the fenestrated bipolar forceps instrument and grasped another part of the small bowel. At that time, the surgeon noticed a hole (slightly larger than a pinhole size) in the small bowel that he had just released. At the same time, there were some fragments of metal shards seen on the bowel, and the surgeon believed it was from the instrument jaws. The surgeon repaired the bowel by placing three sutures and removed the fragments with an unspecified instrument. The robotics coordinator stated that she was not sure if the instruments were inspected prior to use, and if any pieces of metal shards were still retained inside the patient. However, she did confirm there were no collisions of instruments, and the fenestrated bipolar forceps instrument was not removed during the procedure. The robotics coordinator was not sure if there was a video recording of the procedure or any photographic image of the metal shards or the fenestrated bipolar forceps instrument tip.